Event description:
It was reported that the patient presented for follow up with over-sensed noise and high pacing impedance exhibited by the right ventricular lead. No further information was available.

Manufacturer narrative:
Voluntary medwatch report #: mw5146415.